Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient underwent a head and liner revision due to unknown reasons. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10: 010000667 g7 pps ltd acet shell 60g 6278180. 51-104180 tprlc 133 t1 pps ho 18x156mm 6360476. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2, h6.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty. The patient had been doing well for six (6) years but presented with sudden squeaking in the hip after an active day. X-ray and CT showed evidence of a dissociated poly insert. The patient returned to surgery. During which, a pseudocapsule was debrided from the joint which revealed a dislodged poly liner and a dark stripe wear on the ceramic head. The head was removed from the taper sleeve, but the sleeve was cold welded to the femoral component and could not be removed. When the liner was removed from the cup, it was identified that the poly locking ring had sheared off the poly and was still present in the locking groove of the acetabular component. The initial stem and cup remained intact. No intraop complications were identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the ceramic head and liner in a bag. The liner cannot be fully visualized in the provided picture. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient experienced sudden squeaking in the hip after 6 years. A revision was performed, where a pseudocapsule was debrided. A dark wear stripe was noted to the ceramic head and the polyethylene ring had sheared off the poly and was still present in the locking groove of the acetabular component. The head and liner were explanted and replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.